Event description:
It was reported that a button alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. During troubleshooting with technical support, it was determined that the wake button was operating as intended and the cause of the high bg was unknown.